Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic assembly or motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display and reservoir tube window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 156 mg/dl. The insulin pump had been exposed to water but was not submerged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.